Event description:
The event is reported as: during a patellar tendon repair the suture in this complaint was used. When pt went back to the doctor for a post-op visit, the doctor checked the knee and felt something had "popped". The knee was opened and it was discovered the suture had separated. The pt had a repair surgery and the suture was replaced. No pt injury reported.

Manufacturer narrative:
No sample will be returned to investigate. Eval: method - other - DHR review performed. Results - other - based on lack of lot number, the most recent DHR was reviewed and no issues or discrepancies related to the complaint were detected. Conclusions - other - no corrective actions were initiated, but the MFR will continue to track and trend for similar incidents.